Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec observed that the blower wire connector was loose in its connection port on the control board. When the connector was pressed and held in place, the device passed the pre-use test (put) and would ventilate as expected. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the blower wire connector was loose in its connection port on the control board.

Event description:
It was originally reported that the device had failed a pre-use test (put). No further information was provided. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event.